Event description:
It was reported that the fiber cap tip burnt out and detached after 11,934j of use. It was confirmed that the fiber cap did not come off inside of the patient but was rotating when the doctor was sweeping. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber at 200,973 joules. No complications to the patient occurred due to this event.

Manufacturer narrative:
Based on the additional information received the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber cap tip burnt out and detached after 11,934j of use. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber at 200,973 joules. No complications to the patient occurred due to this event.